Event description:
Teh disposable loading unit was used with an instrument during a lung resection. The cartridge did not contain staples. The surgeon reloaded the instrument with another dlu and completed the procedure. The hosp has reported that no pt injury occurred. Expiration date 12/31/2000.